Event description:
It is reported that the trilogy cup had wire from fiber mesh sticking out, which caught and ripped the glove of the scrub nurse. Surgery was completed with a different device.

Manufacturer narrative:
This report will be amended when our investigation is complete.